Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient was in for routine follow up. The physician did an ultrasound and saw large endoleak. During the fluoroscopy a large type 1a endoleak was seen and the stent graft migrated distally as it was 2cm below the renal arteries. The aneurysm is currently 43 mm in diameter. Currently the aortic neck is 32mm in diameter on angiogram. A 36mm endurant aui was implanted below the renal arteries excluding the type ia endoleak. The left iliac artery was occluded with an amplatzer plug and a femoral - femoral bypass was performed. The physician stated the cause of the events was that the proximal aortic neck dilated leading to migration and subsequent type 1a endoleak. No additional clinical sequelae were reported and the patient is fine.